Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support verified that the auto off alarm alerted properly and educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting; however the customer continued to allege that the alarm was not declared properly. The customer's blood glucose level was 159 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.